Event description:
During follow-up, high capture threshold and increased pacing impedance were observed on the left ventricular (lv) lead. Diagnostic imaging was performed but no lv lead damage was observed. Lead revision was attempted but the lv lead could not be repositioned or replaced due to patient anatomy. The device was reprogrammed to deactivate the lv lead. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.